Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a moderately tortuous and severely calcified vessel. After crossing the wire, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a 2mm coyote balloon catheter. There were no patient complications reported.